Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine 3 mg/ml; 0.128 mg/day, baclofen (unknown) 40 mcg/ml; 2.402 mcg/day and dilaudid 20 mg/ml; 1.201 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient was seen (B)(6) 2017 for a refill and at that time they complained of increased pain. The refill was done and a catheter access port (cap) dye study was done which showed "decreased flow." The patient called the hcp and stated now their pain was worse and they felt as though they were going through withdrawal. The hcp questioned whether a pocket fill occurred. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j11200r67, implanted: (B)(6) 2002, UDI: (B)(4), product type: catheter. Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may h have caused or contributed to a patient serious injury. If information is provided in the future, a supplemental report will be issued.